Event description:
It was reported that (1) 511hr was used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the pneumo-gasket tore with instrument. Opened another housing unit to complete the case. There was no consequence to pt.